Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the foot switch was released. The field engineer confirmed that the system did not release any radiation after the foot switch was released. There was a loss of communication which caused the system to lock up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reseated connectors. The system operates as intended.